Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. The reported loss of connection was confirmed via data. The root cause was determined to be a permanent connection error between device and transmitter. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the operating system for the smart device was not a supported system. The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Previously, data was evaluated and it confirmed the customer complaint. The reported event loss of connection was confirmed. The root cause was determined to be a permanent connection error between the device and transmitter.